Manufacturer narrative:
(B)(4). The following devices were manufactured by zimmer (B)(4): catalog #42532007902, persona cemented stemmed tibial component, lot #62613808. Catalog #42540000035, persona all-poly patella, lot #62793063. Catalog #42521401010, persona ps articular surface, lot #62773303. This report will be amended when our investigation is complete.

Event description:
It is reported that crepitus was found in the patient's right knee during a clinic visit.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. Operative notes from the primary surgery state the patient underwent right total knee arthroplasty due to tricompartmental osteoarthritis. Full extension without hyperextension and excellent collateral ligament balance and patellar tracking were noted during trialing. Review of the implanted components identified no compatibility issues. Notes from a follow-up visit approximately one month after the primary surgery stated that x-rays showed well-placed and well-fixed components with no signs of lucencies, fractures, subsidence, or change to the components. Notes from a follow-up visit approximately seven months after the primary surgery stated that x-rays showed well-placed and well-fixed components with no signs of lucencies, fractures, subsidence, or change to the components. Notes from a follow-up visit approximately one year 4 months after the primary surgery stated that x-rays showed no evidence of any hardware failure or loosening. During physical examination, the surgeon noted crepitance with range of motion activities. A definitive root cause cannot be determined with the information provided.